Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two electric shocks to convert an arrhythmia. Upon review of the episodes it is unclear whether the provided therapy is inappropriate due to atrial arrhythmia. Further patient evaluation was recommended to clarify the event. Additional information was provided. The ICD provided ventricular shock therapy and the therapy was initially diverted due to fail to reconfirm, with undersensing of ventricular signals observed. The arrhythmia was then redetected in the ventricular fibrillation (vf) zone and therapy was delivered successfully to convert the arrhythmia. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two electric shocks to convert an arrhythmia. Upon review of the episodes it is unclear whether the provided therapy is inappropriate due to atrial arrhythmia. Further patient evaluation was recommended to clarify the event. The ICD remains in service. No additional adverse patient effects were reported.